Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 02/07/2020 to present date 11/19/2020, and note that this device has been returned for service [insert number of times] which correlates to the customer reported issue or service repairs. Also, there was a production q6 200306260 failure out of specification which does not correlate to the customer reported issue.

Event description:
The customer reported the device will not turn on and has no power. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device will not turn on and has no power. There was no patient involvement.